Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The system-1 where the issue had occurred was in use for surgery. The fsr tested the three parts on a different system-1 and was able to duplicate issue. The fsr found that the cable has an apparent intermittent break in the wiring, on the end opposite from the lot number label. Further explanation: when the cable is held straight as it goes into the abd sensor, the abd would show "no air", which was appropriate for the test setup. But as soon as the cable was allowed to bend, the abd alarm would activate as if there was air in the line, which was not appropriate. The fsr replaced the defective abd cable with a new cable. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) had an intermittent false alarm. The device was not changed out, as the abd was turned off since the perfusionist could not reset the abd, then removed after case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 20-sep-2016: the field service representative (fsr) provided details of the incident after his conversation with the chief perfusionist (ccp). At this center, they routinely use two air sensors in the arterial line of the cpb circuit. They also routinely use the sarns centrifugal pump as the arterial pump. During cpb, a number of air detection alarms occurred but no visible air was able to be identified. The centrifugal pump went to coast, on each air alarm, as configured. After not being able to reset the abd during the last air alarm, the ccp elected to place the air detector in the off mode. The second abd continued to be used for the remainder of the procedure. After the procedure, the affected sensor (including cable and module) were taken out of service. The fsr was able to duplicate false air sensing when the cable was flexed (bent). The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Updated: device evaluated by MFR? And evaluation codes. (B)(4) the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the returned cable to a lab use only air bubble detector to an air bubble detect module which was connected to a system 1 simulator. Flexing the cable by the strain relief caused air bubble alarms when no air bubbles were present. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.